Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that the insulin gauge was inaccurate and that a cartridge change error occurred. Reportedly, customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level ranged from 200-214 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.